Event description:
A malfunction alarm occurred, identified as malfunction code 0, and there were no notable events before the malfunction. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer to use multiple daily injections for backup insulin delivery and arranged for the replacement of the pump. The customer was also advised on returning the faulty pump and confirmed their understanding and compliance with the instructions.